Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/constant pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "only had 1 tube" and device ineffective "device ineffective". The patient's medical history included tubectomy in 2003. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("pain"), fatigue ("fatigue"), alopecia ("hair falling out"), headache ("headache"), menstrual disorder ("bad periods"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("hip pain"), acne ("face covered with acne"), loss of libido ("loss of sex drive"), urinary tract infection ("uti"), back pain ("severe lower back pain") and genital haemorrhage ("no bleeding at all"), was found to have a pregnancy with contraceptive device ("currently still have essure+ just found out I'm about 8 week pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, procedural pain, fatigue, headache, menstrual disorder, vitamin d deficiency, arthralgia, acne, loss of libido, urinary tract infection and back pain outcome was unknown and the alopecia, weight increased and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered acne, alopecia, arthralgia, back pain, fatigue, genital haemorrhage, headache, loss of libido, menstrual disorder, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract infection, vitamin d deficiency and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). She found that she was 8 weeks pregnant and was planning for terminating the pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event"genital bleeding" was added. Event "pain" outcome was updated to recovering/resolving. Previously reported event" medical device removal" was updated with more specified event ¿pain (pelvic pain)¿. Previously reported event" pregnancy with contraceptive device " details were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('(e (B)(6) removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "only had 1 tube" and device ineffective "device ineffective". The patient's medical history included salpingectomy in 2003. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("currently still have essure+ just found out I'm about 8 week pregnant") and experienced procedural pain ("pain"). The patient was treated with surgery (essure removal-tubes removed). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device and procedural pain outcome was unknown. The reporter considered medical device removal, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. On 5-feb-2020: social media received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('(e profanity removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "only had 1 tube" and device ineffective "device ineffective". The patient's medical history included salpingectomy in 2003. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("currently still have essure+ just found out I'm about (B)(6) week pregnant") and experienced procedural pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device and procedural pain outcome was unknown. The reporter considered medical device removal, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Event: only had 1 tube were added. Fu 7 and 8 processed together. On 23-jan-2020: social media received. Reporter information added .event: pain was added. Fu 7 and 8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('(e bitche removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "only had 1 tube" and device ineffective "device ineffective". The patient's medical history included salpingectomy in 2003. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("currently still have essure+ just found out I'm about 8 week pregnant"), experienced procedural pain ("pain"), fatigue ("fatigue"), alopecia ("hair falling out"), headache ("headache"), pain ("pain"), menstrual disorder ("bad periods"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("hip pain"), acne ("face covered with acne") and loss of libido ("loss of sex drive") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal-tubes removed). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, procedural pain, fatigue, alopecia, headache, menstrual disorder, vitamin d deficiency, arthralgia, acne, weight increased and loss of libido outcome was unknown and the pain had not resolved. The reporter considered acne, alopecia, arthralgia, fatigue, headache, loss of libido, medical device removal, menstrual disorder, pain, pregnancy with contraceptive device, procedural pain, vitamin d deficiency and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media reporter received. Reporter added. Added event face covered with acne, weight gain and loss of sex drive. Updated outcome of pain as not recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('(e bitche removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "only had 1 tube" and device ineffective "device ineffective". The patient's medical history included salpingectomy in 2003. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("currently still have essure+ just found out I'm about 8 week pregnant"), experienced procedural pain ("pain"), fatigue ("fatigue"), alopecia ("hair falling out"), headache ("headache"), pain ("pain"), menstrual disorder ("bad periods"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("hip pain"), acne ("face covered with acne"), loss of libido ("loss of sex drive"), urinary tract infection ("uti") and back pain ("severe lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal-tubes removed). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, procedural pain, fatigue, headache, menstrual disorder, vitamin d deficiency, arthralgia, acne, loss of libido, urinary tract infection and back pain outcome was unknown, the alopecia and weight increased had resolved and the pain had not resolved. The reporter considered acne, alopecia, arthralgia, back pain, fatigue, headache, loss of libido, medical device removal, menstrual disorder, pain, pregnancy with contraceptive device, procedural pain, urinary tract infection, vitamin d deficiency and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event "hair falling out" and "weight gain" outcome were added "recovered/resolved" based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('(e bitche removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "only had 1 tube" and device ineffective "device ineffective". The patient's medical history included salpingectomy in 2003. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("currently still have essure+ just found out I'm about 8 week pregnant"), experienced procedural pain ("pain"), fatigue ("fatigue"), alopecia ("hair falling out"), headache ("headache"), pain ("pain"), menstrual disorder ("bad periods"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("hip pain"), acne ("face covered with acne"), loss of libido ("loss of sex drive"), urinary tract infection ("uti") and back pain ("severe lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal-tubes removed). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, procedural pain, fatigue, alopecia, headache, menstrual disorder, vitamin d deficiency, arthralgia, acne, weight increased, loss of libido, urinary tract infection and back pain outcome was unknown and the pain had not resolved. The reporter considered acne, alopecia, arthralgia, back pain, fatigue, headache, loss of libido, medical device removal, menstrual disorder, pain, pregnancy with contraceptive device, procedural pain, urinary tract infection, vitamin d deficiency and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- uti. Reporter were added. Fu 17 and 18 was processed together. On 23-mar-2020: social media was received. Event added- severe lower back pain. Reporter were added. Fu 17 and 18 was processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/constant pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "only had 1 tube" and device ineffective "device ineffective". The patient's medical history included tubectomy in 2003. Concomitant products included alprazolam (xanax) for anxiety and post-traumatic stress disorder. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("pain"), fatigue ("fatigue"), alopecia ("hair falling out"), headache ("headache"), menstrual disorder ("bad periods"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("hip pain"), acne ("face covered with acne"), loss of libido ("loss of sex drive"), urinary tract infection ("uti"), back pain ("severe lower back pain"), amenorrhoea ("no bleeding at all"), depression ("depression"), premenstrual dysphoric disorder ("I have been diagnosed with pmdd"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"), was found to have a pregnancy with contraceptive device ("currently still have essure+ just found out I'm about 8 week pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, procedural pain, fatigue, headache, menstrual disorder, vitamin d deficiency, arthralgia, acne, loss of libido, urinary tract infection and back pain outcome was unknown, the alopecia, weight increased and amenorrhoea had resolved and the anxiety and post-traumatic stress disorder had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered acne, alopecia, amenorrhoea, anxiety, arthralgia, back pain, depression, fatigue, headache, loss of libido, menstrual disorder, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, premenstrual dysphoric disorder, procedural pain, urinary tract infection, vitamin d deficiency and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). She found that she was 8 weeks pregnant and was planning for terminating the pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received : new reporter added. Concom itant drug xanax added. Events depression, anxiety, ptsd and pmmd were added. On 28-apr-2020: coding correction regarding the event : no bleeding at all. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('(e bitche removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "only had 1 tube" and device ineffective "device ineffective". The patient's medical history included salpingectomy in 2003. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("currently still have essure+ just found out I'm about 8 week pregnant") and experienced procedural pain ("pain"), fatigue ("fatigue"), alopecia ("hair falling out"), headache ("headache"), pain ("pain"), menstrual disorder ("bad periods") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removal-tubes removed). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, procedural pain, fatigue, alopecia, headache, pain, menstrual disorder and vitamin d deficiency outcome was unknown. The reporter considered alopecia, fatigue, headache, medical device removal, menstrual disorder, pain, pregnancy with contraceptive device, procedural pain and vitamin d deficiency to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter added. Event added: vitamin d deficiency. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('(e bitche removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "only had 1 tube" and device ineffective "device ineffective". The patient's medical history included salpingectomy in 2003. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("currently still have essure+ just found out I'm about 8 week pregnant") and experienced procedural pain ("pain"), fatigue ("fatigue"), alopecia ("hair falling out"), headache ("headache"), pain ("pain") and menstrual disorder ("bad periods"). The patient was treated with surgery (essure removal-tubes removed). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, procedural pain, fatigue, alopecia, headache, pain and menstrual disorder outcome was unknown. The reporter considered alopecia, fatigue, headache, medical device removal, menstrual disorder, pain, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event bad periods, pain, headache, fatigue were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e bitche removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "only had 1 tube" and device ineffective "device ineffective". The patient's medical history included salpingectomy in 2003. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("currently still have essure+ just found out I'm about 8 week pregnant") and experienced procedural pain ("pain"), fatigue ("fatigue"), alopecia ("hair falling out"), headache ("headache"), pain ("pain"), menstrual disorder ("bad periods"), vitamin d deficiency ("vitamin d deficiency") and arthralgia ("hip pain"). The patient was treated with surgery (essure removal-tubes removed). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, procedural pain, fatigue, alopecia, headache, pain, menstrual disorder, vitamin d deficiency and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, fatigue, headache, medical device removal, menstrual disorder, pain, pregnancy with contraceptive device, procedural pain and vitamin d deficiency to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter added. Event added: hip pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('(e bitche removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included salpingectomy in 2003. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("currently still have essure+ just found out I'm about 8 week pregnant"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on 27-jan-2020: all source documents and references from deletion case 2020-012069 were transferred to this case. Following new reporter information and event added medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.